Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification received from (B)(6) a white, hazy foreign object was detected near the left main trunk (lmt) on pre-discharge CT, but the patient had no complaints or symptoms. Pci was performed on (B)(6) 2019. For unretrievable fragments, a stent was placed. Per the cmi wet gauze was used in the false lumen during bioglue application. No samples were sent to pathology for examination. The patient was discharged in stable condition. This investigation is relegated to bioglue bg3510-5-j lot number: unknown with allegation of foreign object formation.